Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead could not be advanced in the catheter. The lead was not used, and a new lead was implanted. The patient condition was stable.